Event description:
Complainant alleged that the medics were attempting to monitor pt (age and gender unknown), but that the device screen only displayed a green dot. There were no other functions available on the device. The medics were able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.